Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain') and device breakage ('removal of the uterus and ovaries where fragments of the ¿essure¿ remained') in a 36-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("heavy period for 30 days"), lasting 30 days, experienced abdominal pain ("abdominal pain") and experienced menstruation irregular ("irregular menstruation"), lasting 8 months. In (B)(6) 2019, the patient experienced device expulsion ("contraceptive migrated to the uterus"). In (B)(6) 2020, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("removal of the uterus and ovaries where fragments of the ¿essure¿ remained"), headache ("heavy headaches"), vaginal discharge ("fetid vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), back pain ("backaches"), insomnia ("insomnia"), loss of libido ("lack of libido"), dyspareunia ("intercourse pain"), abdominal distension ("abdominal swelling "), uterine injury ("wound in the uterus"), varicose veins pelvic ("pelvic varices"), alopecia ("hair loss"), toothache ("teeth pain"), self esteem decreased ("drop in self-esteem") and bladder malposition acquired (" bladder dropping down") and underwent hormone replacement therapy ("undergoing hormone replacement at 36 years of age"). The patient was treated with surgery (2nd surgery to removal essure fragments, salpingectomy and oophorectomy and essure removal via hysteretomy and salpingectomy and oophorectomy on (B)(6)2020). Essure was removed on (B)(6) 2020. In (B)(6) 2017, the heavy menstrual bleeding had resolved. In (B)(6) 2017, the menstruation irregular had resolved. At the time of the report, the pelvic pain, abdominal pain, headache, urinary tract infection, insomnia, urinary incontinence, hormone replacement therapy, alopecia, toothache, self esteem decreased and bladder malposition acquired had not resolved and the device breakage, complication of device removal, vaginal discharge, fatigue, back pain, loss of libido, dyspareunia, abdominal distension, device expulsion, uterine injury and varicose veins pelvic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder malposition acquired, complication of device removal, device breakage, device expulsion, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone replacement therapy, insomnia, loss of libido, menstruation irregular, pelvic pain, self esteem decreased, toothache, urinary incontinence, urinary tract infection, uterine injury, vaginal discharge and varicose veins pelvic to be related to essure. The reporter commented: due to urinary incontinence, she wears a pad 24 hours a day. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2019: essure micro-insert migration to uterus. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-oct-2021: quality safety evaluation of ptc- update. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain') and device breakage ('removal of the uterus and ovaries where fragments of the ¿essure¿ remained') in a (B)(6) year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("heavy period for 30 days"), lasting 30 days, experienced abdominal pain ("abdominal pain") and experienced menstruation irregular ("irregular menstruation"), lasting 8 months. In (B)(6) 2019, the patient experienced device expulsion ("contraceptive migrated to the uterus"). In (B)(6) 2020, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("removal of the uterus and ovaries where fragments of the ¿essure¿ remained"), headache ("heavy headaches"), vaginal discharge ("fetid vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), back pain ("backaches"), insomnia ("insomnia"), loss of libido ("lack of libido"), dyspareunia ("intercourse pain"), abdominal distension ("abdominal swelling "), uterine injury ("wound in the uterus"), varicose veins pelvic ("pelvic varices"), alopecia ("hair loss"), toothache ("teeth pain") and self esteem decreased ("drop in self-esteem") and underwent hormone replacement therapy ("undergoing hormone replacement at (B)(6) years of age"). The patient was treated with surgery (essure removal via hysterectomy and salpingectomy and oophorectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2017, the menorrhagia had resolved. In (B)(6) 2017, the menstruation irregular had resolved. At the time of the report, the pelvic pain, abdominal pain, headache, urinary tract infection, insomnia, urinary incontinence, hormone replacement therapy, alopecia, toothache and self esteem decreased had not resolved and the device breakage, complication of device removal, vaginal discharge, fatigue, back pain, loss of libido, dyspareunia, abdominal distension, device expulsion, uterine injury and varicose veins pelvic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, complication of device removal, device breakage, device expulsion, dyspareunia, fatigue, headache, hormone replacement therapy, insomnia, loss of libido, menorrhagia, menstruation irregular, pelvic pain, self esteem decreased, toothache, urinary incontinence, urinary tract infection, uterine injury, vaginal discharge and varicose veins pelvic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2019: essure micro-insert migration to uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain') and device breakage ('removal of the uterus and ovaries where fragments of the ¿essure¿ remained') in a 37-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia ("heavy period for 30 days"), lasting 30 days, experienced abdominal pain ("abdominal pain") and experienced menstruation irregular ("irregular menstruation"), lasting 8 months. In (B)(6) 2019, the patient experienced device expulsion ("contraceptive migrated to the uterus"). In (B)(6) 2020, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("removal of the uterus and ovaries where fragments of the ¿essure¿ remained"), headache ("heavy headaches"), vaginal discharge ("fetid vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), back pain ("backaches"), insomnia ("insomnia"), loss of libido ("lack of libido"), dyspareunia ("intercourse pain"), abdominal distension ("abdominal swelling "), uterine injury ("wound in the uterus"), varicose veins pelvic ("pelvic varices"), alopecia ("hair loss"), toothache ("teeth pain") and self esteem decreased ("drop in self-esteem") and underwent hormone replacement therapy ("undergoing hormone replacement at 36 years of age"). The patient was treated with surgery (essure removal via hysterectomy and salpingectomy and oophorectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2017, the menorrhagia had resolved. In (B)(6) 2017, the menstruation irregular had resolved. At the time of the report, the pelvic pain, abdominal pain, headache, urinary tract infection, insomnia, urinary incontinence, hormone replacement therapy, alopecia, toothache and self esteem decreased had not resolved and the device breakage, complication of device removal, vaginal discharge, fatigue, back pain, loss of libido, dyspareunia, abdominal distension, device expulsion, uterine injury and varicose veins pelvic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, complication of device removal, device breakage, device expulsion, dyspareunia, fatigue, headache, hormone replacement therapy, insomnia, loss of libido, menorrhagia, menstruation irregular, pelvic pain, self esteem decreased, toothache, urinary incontinence, urinary tract infection, uterine injury, vaginal discharge and varicose veins pelvic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2019: essure micro-insert migration to uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pain') and device breakage ('removal of the uterus and ovaries where fragments of the ¿essure¿ remained') in a 36-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("heavy period for 30 days"), lasting 30 days, experienced abdominal pain ("abdominal pain") and experienced menstruation irregular ("irregular menstruation"), lasting 8 months. In (B)(6) 2019, the patient experienced device expulsion ("contraceptive migrated to the uterus"). In (B)(6) 2020, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("removal of the uterus and ovaries where fragments of the ¿essure¿ remained"), headache ("heavy headaches"), vaginal discharge ("fetid vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), back pain ("backaches"), insomnia ("insomnia"), loss of libido ("lack of libido"), dyspareunia ("intercourse pain"), abdominal distension ("abdominal swelling "), uterine injury ("wound in the uterus"), varicose veins pelvic ("pelvic varices"), alopecia ("hair loss"), toothache ("teeth pain"), self esteem decreased ("drop in self-esteem") and bladder malposition acquired (" bladder dropping down") and underwent hormone replacement therapy ("undergoing hormone replacement at 36 years of age"). The patient was treated with surgery (2nd surgery to removal essure fragments, salpingectomy and oophorectomy and essure removal via hysterectomy and salpingectomy and oophorectomy on (B)(6)2020). Essure was removed on (B)(6) 2020. In (B)(6) 2017, the heavy menstrual bleeding had resolved. In (B)(6) 2017, the menstruation irregular had resolved. At the time of the report, the pelvic pain, abdominal pain, headache, urinary tract infection, insomnia, urinary incontinence, hormone replacement therapy, alopecia, toothache, self esteem decreased and bladder malposition acquired had not resolved and the device breakage, complication of device removal, vaginal discharge, fatigue, back pain, loss of libido, dyspareunia, abdominal distension, device expulsion, uterine injury and varicose veins pelvic outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder malposition acquired, complication of device removal, device breakage, device expulsion, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone replacement therapy, insomnia, loss of libido, menstruation irregular, pelvic pain, self esteem decreased, toothache, urinary incontinence, urinary tract infection, uterine injury, vaginal discharge and varicose veins pelvic to be related to essure. The reporter commented: due to urinary incontinence, she wears a pad 24 hours a day. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2019: essure micro-insert migration to uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were included other's reporter, patient details, non-drug treatment add to event device breakage, new event added bladder malposition acquired. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.